Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that after a firmware update, the user experienced signal loss between the dexcom g7 sensor and the ilet, resulting in no glucose readings on the ilet; troubleshooting and education were completed, and the user later reported that readings were present. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included troubleshooting focused on continuous glucose monitor connectivity and education on signal restoration. Investigation of this case revealed a cgm signal loss to the ilet without evidence of device-related clinical harm. It was concluded, based on previously established findings for similar reports, that the cause was signal interruption without associated adverse health effect.